Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The device was received with cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. It was explained that the night prior to the alarm, the customer had the insulin pump in the bathroom counter while showering. Customer's blood glucose value was 223 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.